Manufacturer narrative:
Concomitant medical products: product ID: 7122q lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed occasional atrial lead undersensing noted on current and stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.